Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. Philips field service engineer (fse) evaluated the system determined that the reported event was due to a setscrew that had become loose in the vertical drive screw assembly. This caused a sprocket key to dislodge and the vertical drive brake was disabled. The fse realigned the vertical drive key with sprocket, tightened setscrew with loctite, and tested the patient table with weight to confirm repair was effective. The customer was reported to be satisfied and the system working. Internal cross ref: complaint pr# (B)(4). Final MDR mailed on (B)(4) 2013.

Event description:
Philips received information from a customer site that while positioning a patient in a preparation for a scan, the patient table dropped onto the gantry. The patient was placed on patient support, and vertically moved to height to enter the gantry scan aperture. The patient table was moved horizontally into the gantry aperture. When the table was in the aperture, it slowly lowered onto the gantry covers and came to rest. The vertical controls could not raise the table. The patient was removed from the table, and the scan was rescheduled. The customer contacted philips for service. There was no report of injury to patient or operator.

Manufacturer narrative:
The overall risk is based on engineer's investigation and according to the risk assessment this reported event was determined to be of acceptable risk. It has been concluded that if this event were to recur it would not be likely to cause or contribute to death or serious injury. Mitigations: redundancy; 4:1 minimum safety factor; physical limit.